Event description:
Customer complains packaging of cemvac cartridges: missing lot-no. And sterility dot on the outer foil. For accessing a cartridge you have to open the package turning the second cartridge unsteril, as sealing seam is often missing.